Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had been hearing an audible alert and went to the hospital. It was found that a lead integrity alert had triggered due to sensing integrity count and out of range pacing impedance spike on the right ventricular (rv) lead. Neither of the issues were able to be duplicated during the interrogation so the decision was made to release the patient. It was noted that since the patient¿s physician is out of town for a while the patient will send another transmission mid-july. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead exhibited high rate non-sustained tachycardia episodes of oversensing on the tip-to-ring egm (electrogram) and rv lead impedance variation. There was an alert due to short v-v intervals. However, the short v-v intervals were unable to be reproduced during the office visit but was noted on the interrogation report. A lead fracture is suspected. The rv lead remains in use as the physician has opted to reprogram the lead to tip-to-coil sensing and will monitor weekly via remote transmission.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory also indicated the criteria for the right ventricular lead integrity alert were met. If information is provided in the future, a supplemental report will be issued.